Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with button press or strip insertion, therefore customer was unable to obtain readings. The customer mother's administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. Visual inspection was performed on the usb or charging cable and did not observe any issues. Usb or charging cable passed testing. Therefore, the complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with button press or strip insertion, therefore customer was unable to obtain readings. The customer mother's administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Reader turns on with button press. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Performed a continuity test on the returned usb cable using cable tester and no problem was found. Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that the adc device would not power on with button press or strip insertion, therefore customer was unable to obtain readings. The customer mother's administered insulin (dose/type unknown) as treatment. There was no report of death or permanent injury associated with this event.